Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 during an unknown procedure, the cannulated stepped drill bit large quick coupling and guide wire caused some shaving inside the bone of the patient. Procedure outcome and patient status are unknown. This report is for one (1) guide wire. This is report 2 of 2 for (B)(4).